Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 -estimated date. D4- the UDI is not known as the part and lot number were not provided. Attachment article titled, "early supera stent fracture after treatment of popliteal artery occlusion caused by artificial knee joint: a case report".

Event description:
This article reported that the supera stent, a self-expanding interwoven nitinol stent, has greater radial force than conventional stents, resulting in high patency and reduced stent fracture. There have been few reports of early stent fracture, and it is considered an effective device in the popliteal artery. There were no reported adverse patient effects. No additional information was provided.